Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿yellow¿) was found in a 20 ml bd¿ syringe with bd luer-lok¿ tip. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was received by bd for evaluation. Our quality engineer was able to inspect the returned sample and determined that the syringe had approximately 20 mls of a clear liquid inside the barrel. The sample contained a yellowish piece of material in the barrel. The material was removed from the barrel and prepared for ftir spectral analysis. The analysis showed that the material was most likely polypropylene. Foreign matter can be embedded into the syringes during start-up when the press is ran to flush out any remnants of past production runs. Solidified resin within the mold can become discolored and degraded when heated and pressed into the new molds. The press was supposed to be ran until foreign matter was no longer detected upon inspection. A review of the device history record revealed zero defects found during this production run. A quality alert training was issued to all associates to make sure to check for foreign matter. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter (described as ¿yellow¿) was found in a 20 ml bd¿ syringe with bd luer-lok¿ tip. There was no report of exposure, injury or medical intervention.